Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped functioning as intended. Reportedly, the customer had to press the button multiple times for the pump to respond. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.